Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise can be seen in hmsc. The patient reportedly had a fall recently. The patient will be brought in for a full lead evaluation. No adverse events reported. Lead remains implanted. Should additional information become available, this file will be updated.